Manufacturer narrative:
Section g3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they had a double disconnect power alarm on saturday, (B)(6) 2024 when the mobile power unit (mpu) was attached to the wall. Patient changed the outlet they were using for the mpu and the alarm stopped. Log files were sent for review. The event log no longer contained the reported loss of external power event due to the event system controller memory being overwritten with new incoming data. The periodic log did record a single line of no external power event on (B)(6) 2024 at ~9:04am which enabled the emergency backup battery (ebb). It was unable to be determined if ac power was lost by the mpu or if this event was a result of a simultaneous controller lead disconnect from the power. No other unusual controller alarms or pump faults were seen in the log files. Based on the data visible to us in the log file the mechanical circulatory support equipment was operating as intended electronically and mechanically. The family thought the outlet in the home may have been faulty. Once moved to a different outlet, there were no further issues. The mpu remains in service and will not return.

Manufacturer narrative:
Section d1: brand name corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The submitted controller event log file did not contain data from the reported event date of 14dec2024. Data from the reported event date of 14dec2024 in the submitted controller periodic log file was reviewed. On (B)(6)2024 at 09:04:41, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to 0v. This was consistent with a loss of ac power. The periodic log file only shows events at 24-hour intervals, so the onset and resolution of the alarm was not observed. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that the family thinks the outlet in the home may have been faulty. Once moved to a different outlet, there were no further issues. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.